Event description:
Feeding pump tubing disconnected in cassette, pulled apart at valve connection. Medication was trapped in tubing; rn was able to flush med through tubing. Tubing completely separated in 2 pieces.what was the original intended procedure?feeding.